Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a perforation in the left circumflex (cx) coronary artery via femoral access with moderate calcification and moderate tortuosity. The 2.80x26mm graftmaster covered stent failed to cross the lesion due the anatomy. Another 2.8x16mm graftmaster covered stent was used to sealed the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.